Event description:
It was reported that stent dislodgement and stent damage occurred. The 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent looked like it was partly off the delivery system and damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.